Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed an incoming vxi test because the device failed to power up on the tester. It was noted that the test was rerun and then the device passed. It was further noted that the upper and lower cases and bail covers were broken and contaminated, the ring cover and the ring were missing, the serial number label was torn and the liquid crystal display was out of specification, it was "bleeding." The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.